Event description:
Reported false negative sars result for 1 asymptomatic patient. The customer communicated that the patient tested 4 times with sofia and received a positive result, followed by 3 negative results. The customer communicated a lot number, but it is unknown what lot was used for the last sofia test. The customer communicated the result was confirmed positive by molecular (pcr testing). Each of the negative results are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.